Manufacturer narrative:
4315. Based on the information provided, the root cause of the alleged bowel injury cannot be determined at this time. A follow-up MDR will be submitted if any additional information is received. Isi has reviewed the site's system logs with procedure date of (B)(6) 2019, and no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: post a da vinci surgical procedure, the patient experienced post-surgical complications that required the patient to undergo a secondary surgical procedure for subsequent repair of a thermal bowel injury. It is unknown what caused the injury on the patient's bowel. There was no report of any malfunction of the da vinci surgical system, instruments or accessories, and it was not reported that the da vinci surgical system, instruments or accessories caused the patient¿s injury.

Event description:
It was reported that after undergoing a da vinci-assisted trachelectomy surgical procedure,the patient required a second operation due to an alleged ¿thermal bowel injury¿ during the initial operation. The cause of the alleged ¿thermal bowel injury¿ is unknown on 22-november-2019, intuitive surgical, inc (isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event. It was reported that on (B)(6) 2019 the patient underwent a da vinci-assisted hysterectomy surgical procedure. The csr confirmed that there were no intra-operative complications during the initial procedure. There has been no allegation of an isi device or system to have malfunctioned during the initial procedure. On post-operative day #4 after the initial procedure, the patient fell ill. The patient underwent a second non-robotic surgery during which a thermal bowel injury was discovered. It is unknown how the alleged bowel injury was repaired. At this time the etiology of the bowel injury is unknown.